Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, the sureform 60 stapler did not staple. The issue occurred during firing when the reload blade began to pierce the tissue and deformed all the staples. The surgeon unsuccessfully attempted to stop the process, but the sureform 60 stapler had already started the firing cycle. When the sureform 60 stapler was opened, the surgeon realized that the stapler had just cut the tissue and its staples were deformed. The surgeon resolved the issue by over-sewing to close the wound and continued the procedure with a back-up non-intuitive surgical, inc. (Isi) stapler, having lost confidence in the sureform 60 stapler. The surgeon believes that the sureform 60 stapler caused or contributed to the reported patient injury. It is unknown whether the patient required any unplanned medical or surgical intervention. The patient¿s current status is unknown.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system log was completed, and no related system errors were observed. A review of the advanced stapler log was completed by an intuitive surgical, inc. (Isi) failure analysis engineer and showed that the stapler was installed on the system three times and fired 3 reloads (2 green, followed by 1 blue). On the first install, the first clamp attempt was aborted by the user at about 60% completion. The next clamp was successful, and the firing was completed with no pauses for compression. On install 2, there were two completed clamp attempts, and the firing was completed with no pauses for compression. On install 3, there was 1 incomplete clamp attempt, stopping at 99% completion, and 2 aborted clamps, stopped by the user at about 46% and about 91%, respectively. The 4th clamp was completed and was followed by a firing failure. The failure stopped at about 99% after a duration of about 70 seconds. Peak force was recorded during the firing, and logs show error code 22030, identifying the stapler as the instrument that failed. There were no other errors in the logs relating to this instrument. The image provided by the customer for this event was also reviewed and showed malformed staples. However, with this image and description alone, the root cause of this issue cannot be determined. This is considered a reportable adverse event and malfunction due to the following conclusion: during a da vinci-assisted esophagectomy procedure, the sureform 60 stapler did not staple. The issue occurred during firing when the reload blade began to pierce the tissue and deformed all the staples. The surgeon unsuccessfully attempted to stop the process, but the sureform 60 stapler had already started the firing cycle. When the sureform 60 stapler was opened, the surgeon realized that the stapler had just cut the tissue and its staples were deformed. The surgeon resolved the issue by over-sewing to close the wound. The cause of the operative complication is unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 19-apr-2023, the following additional information about the reported event was obtained: during the third firing of the sureform 60 stapler with blue reload, several stops were made for compression, then an error message showed ¿stapler failed, tap the blue pedal to loosen it, and then remove the stapler. Warning: blade may be exposed¿. The stapler was carefully removed. The surgeon had encountered the migratory clamp as an obstruction between the instrument jaws and the stapler was used over an existing staple line. Unexpected but minimal bleeding was observed on the staple line due to the issue that was addressed with sutures. There was no unplanned tissue removal due to the firing failure. The procedure was completed robotically using a laparoscopic stapler. The patient did not experience any post-operative complications. The patient¿s current status is ¿fine¿. The information received stated the sureform 60 stapler and sureform 60 blue reload were inspected prior to use and no damage or abnormalities were observed. There was no tissue tension or bunching. The issue involved a partial fire and tissue was pushed forward or dragged during the firing process. The issue involved the reload deploying staples unexpectedly. No staples were missing from the staple line. Holes and gaps were observed within the staple line as the reload just cut the tissue and staples came out deformed. The surgeon did not experience clamping issues prior to firing the stapler reload. Images provided by the customer on (B)(6) 2023 for this event were also reviewed and showed a blue reload with an exposed blade. However, with this image alone, the root cause of this issue cannot be determined. A video provided by the customer for this event was reviewed and showed a sureform 60 was used with a blue reload. The target tissue has a mass of malformed staples and an open staple line. The armpod message on arm 1 indicates that the blade may be exposed. The video looks like it was captured right after the event, hence we are unable to determine the cause of the incomplete staple line and malformed staples.